Manufacturer narrative:
(B)(4).

Event description:
This rv lead dislodged. The tachycardia therapy portion of this lead has been disabled. A revision has been scheduled in the future. The lead remains inactively implanted for pacing and sensing.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available